Manufacturer narrative:
Video logs were reviewed and found no user errors. System manufacturing records were reviewed and found no issues associated with this case. Bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis was not performed as the scope was not returned. The physician states the injury is not a result of the galaxy system. The physician is unsure what caused the injury. No malfunctions were reported. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the patient developed a myocardial infarction. The patient was treated with medications and ICU admission.

Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located in the left lower lobe, after the second pass with fna (fine needle aspiration) the patient's ECG monitor showed an active stemi. The scope was extracted and a code stemi team came in to stabilize the patient. The patient was administered medications and the stemi resolved on the way to the catheterization lab. The patient was then admitted to the ICU on a ventilator. The patient was discharged from the ICU on (B)(6) 2025. The physician states the injury is not a result of the galaxy system. The physician is unsure what caused the injury. No malfunctions were reported. Although there were no malfunctions and the physician does not attribute the injury to the galaxy system, the use of the scope may have contributed to the injury.